Event description:
A bipap autosv adv device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of serious or permanent harm or injury. No medical intervention was specified. During the evaluation of the device at the service center, the device was visually inspected, and it was confirmed that there were foam particles in the assembly. Additionally, dust/dirt was found inside the device and the device was scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.